Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. After opening the device the harvester noticed pieces of the silicone jaws were missing. The device was never used on the patient. A new device was opened to complete the case. No injury to the patient.

Manufacturer narrative:
Trackwise ID #: (B)(4). Updated section: b-4, g-4, g-7, h-2, h-3,h-6, h-10, h-11. Corrected section : b5. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) there was one additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of oct 2021 through jan 2022. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/ 213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10 /13 & 22) the device was returned to the factory for evaluation on 01/25/2022. An investigation was conducted on 05/19/2022. A visual inspection was conducted. Although it was stated that there was no patient involvement, signs of clinical use and evidence of blood and charred material was observed on the heater wire, as well as on the clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There was no visual defects or peeling observed on the clear silicone insulation on both the cold and hot jaws. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "peeled jaw" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. After opening the device the harvester noticed pieces of the silicone jaws were missing. The device was never used on the patient. A new device was opened to complete the case. No patient injury reported, as there was no patient involvement.